Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Not available.

Event description:
An accolade tmzf stem was revised due to periprosthetic fracture of the right femur around a loose accolade stem. Significant taper corrosion noted.

Manufacturer narrative:
An event reporting periprosthetic fracture and corrosion involving an accolade stem was reported. Periprosthetic fracture was confirmed. Corrosion was not confirmed method and results: device evaluation and results: the device was not returned for evaluation. Medical records received and evaluation: a medical review was performed and concluded: "in conclusion, it is not possible to solve the current case with the available info. Earlier x-rays post implantation or prior to revision would be necessary for this purpose and/or more clinical information" device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including progress notes, pathology reports, x-rays prior to the revision and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
An accolade tmzf stem was revised due to periprosthetic fracture of the right femur around a loose accolade stem. Significant taper corrosion noted.